Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the extractor broke while trying to remove a screw. The tip of the extractor tip remained in the screw. The screw and a piece of the plate remained in the patient. Without any damages to the patient the surgeon had to remove the plate in another way.

Manufacturer narrative:
A review of the DHR revealed no discrepancy in manufacturing. An investigation was not possible as the device was not returned. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. In this case it could only be referred to available information. With available information the exact cause of the event could not be determined. As the device had been in use for at least 2,5 years we conclude that it worked as intended in previous surgeries. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause. No discrepancies were detected during risk analysis review. No non-conformity identified. Product was not returned.

Event description:
It was reported that the extractor broke while trying to remove a screw. The tip of the extractor tip remained in the screw. The screw and a piece of the plate remained in the patient. Without any damages to the patient the surgeon had to remove the plate in another way.